Event description:
It was stated that the insulin pump shut down and would not re-start. It was also stated that the insulin pump had a short battery life. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.